Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It is reported that on (B)(6) 2015 it was discovered that the left sacral screw was fractured. The patient required revision surgery. Patient's symptoms prior to discovery was increased low back pain, two months following surgery. The patient's fusion status at time of discovery was non-union. The original surgery indications were as follows: lumbar 5-sacral 1 posterior decompression, interbody fusion and instrumentation. The patient's revision included hardware removal and re-instrumented with additional l4-5 segment. Patient's condition at discharge was stable.

Manufacturer narrative:
Based on the reported complaint and visual evaluation of the returned device, no additional evaluation will be performed as there is no reported failure of this device or visual damage identified. Report two of five for the same event, reference 3003853072-2015-00016-3, 3003853072-2016-00012-1 and 3003853072-2016-00036. Reports four and five, 3003853072-2016-00036 and 3003853072-2016-00037, were completed based on the receipt of lot numbers which were not reported.